Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "tenergize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biopsy gun rapidly fired while being used. No patient injury was reported. The second trigger would not cock and the gun fired multiple times.